Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a lobectomy, during the first firing, the clamping force was bad and the cutter did not advance. It was stated that the staples at the proximal part of the reload were fired. Another device was used to complete the case.